Event description:
The pump powered offby itself without sounding an audible alarm tone. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not availalbe. There were no reported adverse pt effects.